Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31/aug/2018. Date received for manufacturer: 30/jul/2018. The power management control board was returned for evaluation. The part was tested along with a discharged battery. The unit functioned and the battery was charged. Part performed as expected and operated at least 2 hours without failure. Unable to duplicate the failure. The cause of the event could not be determined.

Event description:
It was reported that the ventilator would not power on while on battery operation mode. The ventilator was not in use on a patient at the time of the event occurred.